Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (500 mcg/ml at 98.87 mcg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, it was reported that the patient was in for a pump refill. During the aspiration the drug was clear until the end. Near the end of the aspiration the hcp noticed pink fluid (possibly blood tinged). Per the hcp, the needle stick was normal and it was an easy needle stick. The needle remained in the refill port the whole time. The hcp rinsed the reservoir after and the fluid was clear. They refilled the pump and sent the patient on their way. No patient symptoms were reported.